Manufacturer narrative:
Updated section h6 adverse event problem: medical device problem code to (B)(6).

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect toxoplasmosis igg results on one patient. The results provided were: on (B)(6) 2022 sid (B)(6) = < 1.6 iu/ml (< 1.6 iu/ml=nonreactive) /redrawn same patient on (B)(6) 2023 sid (B)(6) performed at biomnis=29.5 iu/ml (> or = 3.0 iu/ml=reactive) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house of the architect toxo igg reagent lot 44250be00. The ticket search determined that there is as expected complaint activity for the likely cause lot. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available the ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. In-house testing of a retained reagent kit of the complaint lot was performed showing that the lot generates the expected results. All control and p35 panel values met specifications and the results were in the range. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect toxo igg reagent, lot 44250be00.